Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." Correction: d1, d2, d4, d10, g5, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returend.

Event description:
It was reported that the rn attempted to deflate the foley balloon and only got 2ml of saline in return. After advancing and manipulating the foley, resistance was met and there was no additional saline return. Another rn attempted to remove the foley, but was unsuccessful. The syringe was left on the port. Eventually the balloon was deflated and the catheter was removed successfully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the rn attempted to deflate the foley balloon and only got 2 ml of saline in return. After advancing and manipulating the foley, resistance was met and there was no additional saline return. Another rn attempted to remove the foley, but was unsuccessful. The syringe was left on the port. Eventually the balloon was deflated and the catheter was removed successfully.